Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported event. The investigation was not completed as the reported event was found to be a duplicate of an event previously reported event. Corrections: e, f. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their physicians had recently encountered difficulty removing bard foley catheters in two separate patients. In both cases, the balloon did deflate; however, it appeared to leave a residual rim or cuff that made catheter removal challenging. Given that had now occurred more than once, they would like to speak directly with someone who had detailed knowledge of the product design and balloon mechanics to better understand whether that was a known issue and how to prevent that. We are hoping to connect with someone beyond a general representative ideally a clinical or product specialist who could address that specific concern.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that their physicians had recently encountered difficulty removing bard foley catheters in two separate patients. In both cases, the balloon did deflate; however, it appeared to leave a residual rim or cuff that made catheter removal challenging. Given that had now occurred more than once, they would like to speak directly with someone who had detailed knowledge of the product design and balloon mechanics to better understand whether that was a known issue and how to prevent that. We are hoping to connect with someone beyond a general representative ideally a clinical or product specialist who could address that specific concern.